Event description:
This report is being filed after the subsequent review of the following journal article. Novel titanium constructs for chest wall reconstruction in children. Jacob t. Stephenson, kit song, jeffrey r. Avansino, andrew mesher, john h.t. Waldhausen. Journal of pediatric surgery (2011) 46, 1005¿1010. The literature article is attached to this medwatch. This article is a retrospective chart review of all children and adolescents undergoing chest wall reconstruction with titanium constructs between (B)(6) 2005 and (B)(6) 2010. The study is a retrospective chart review of six patients undergone chest wall reconstruction with vertical expandable prosthetic titanium rib (veptr) or other titanium constructs. Four (4) had chest wall resection for primary malignancy, one (1) had metastatic chest wall tumor resection, and one (1) had congenital chest wall deformity. There were no immediate complications, and all patients have exhibited excellent respiratory function with no scoliosis. However, 2 patients had post-operative complications. In a (B)(6) girl, during 4 year follow-up, one of the intramedullary titanium wires was found fractured but was asymptomatic and was left in place. A (B)(6) boy did required reoperation for removal of a symptomatic broken intramedullary wire. This is report 2 of 2 for complaint (B)(4), for reportable malfunction requiring intervention for (B)(6) boy.

Manufacturer narrative:
Novel titanium constructs for chest wall reconstruction in children. Journal of pediatric surgery (2011) 46, 1005¿1010. This report is for unknown veptr construct. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.